Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the bearings were no longer in axial alignment, causing vibration. This was indicative of improperly loading and unloading the cutter devices with the device. The assignable root cause of the component damage was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal shaving got stuck in the attachment device. During in-house engineering evaluation, it was observed that the bearings were no longer in axial alignment, causing vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.